Event description:
5/22/97-arterial tesio catheter inserted and venous tesio catheter repositioned under IV sedation. 5/26/97-unable to dialyze due to inadequate blood flow, when normal saline instilled in arterial port, pt complained of "burning and pain" at incision line at right jugular area. 5/27/97-interventional radiology report below. 5/28/97-left internal jugular vein tesio catheter inserted and right internal jugular vein tesio catheter removed.